Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer inadvertently delivered a (B)(4) unit correction bolus when it was not needed. The customer's blood glucose (bg) level was 98 mg/dl and carbohydrates were consumed to address the bg level. There was no device malfunction reported.